Event description:
Report received of air entering the syringe of a monitoring kit. Reportedly, the physician noted air entering the syringe during the process of "clearing the catheter" by drawing back on the syringe. The syringe was exchanged for a merit medical 12cc syringe and the procedure was completed. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.